Manufacturer narrative:
(B)(4).

Event description:
Customer reported the device was "too tacky" and resulted in a skin tear. It was reported the patient was no longer intubated and had been discharged from the hospital at the time of this report. No medical intervention was reported.

Event description:
Customer reported the device was "too tacky" and resulted in a skin tear. It was reported the patient was no longer intubated and had been discharged from the hospital at the time of this report. No medical intervention was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing site reports that power choice had carried out the static test as per the astm 2726 for each lot produced and there were no lots rejected in house due to the same issue as reported by the complainant. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.